Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) and svc (superior vena cava) defibrillation coils were beyond the expected upper range. It was noted on (B)(4) 2014, the rv and svc coil impedance measured 254 ohms and consistently measured 254 ohms.

Event description:
It was reported that the right ventricular (rv) lead exhibited high superior vena cava (svc) and right ventricular (rv) coil impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.